Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. (Drain volume (dv) = 24 ml) the technical service representative (tsr) spoke with the home patient (hp) and his wife. Programming was reviewed; fill volume (fv) was 2700 ml. The tsr asked if any bypasses were done and hp stated no. The tsr asked if hp did any manual exchanges during the day and hp stated no. The tsr had the hp arrow down to manual drain and press enter. Manual drain was done with a dv = 6305 ml. This drain volume met the criteria of increased intraperitoneal volume (iipv). The tsr advised the hp would need to end therapy. The technical service representative (tsr) arranged a swap of the instrument due to this issue. The patient's feeling of fullness was relieved by the manual drain. No patient injury or medical intervention was indicated at the time of the initial report. The probable cause was not identified from the call script questions and the device was requested for review.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet.